Manufacturer narrative:
This report is submitted on june 1, 2021.

Event description:
Per the clinic, the patient experienced skin breakdown and redness at the implant site, and was treated with a topical antibiotic. The implanted device remains.